Event description:
It was reported that during reprocessing of the fenestrated bipolar forceps instrument, it was observed that wire on the instrument was broken. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the conductor wire is broken at the yaw pulley exit. Engineering evaluation also found that the yaw pulley is broken at the same location, with material missing from the pulley, thus exposing the grip cable crimp. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.